Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2019, and the pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. Death is listed in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2019. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. The device will not be returned for evaluation.